Event description:
Patient was seen 5 months post-operatively for a right slipped capital femoral epiphysis with pin fixation, which was performed in the summer of 2010. The patient had returned to full gym activities and reported being able to jump and play basketball. Routine x-ray revealed a fracture of the screw fixation with progression of slip and avascular necrosis. The patient underwent removal of the pin and re-fixation in late fall of 2010. The surgeon noted "overall, I believe that the patient's small anatomic area for screw insertion necessitated the use of a smaller screw. I believe that it was this necessity for the smaller implant that led to the failure of the implant, rather than something intrinsic to the implant."